Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip: surgeon - (B)(6) (B)(6) 2017. Primary implant (B)(6) 2011. Revision for; multiple dislocations post mechanical fall. Liner exchanged for a captive head system. Female patient (B)(6). Related product: unknown jrn: l20301 - corail kho10 without collar stem lot # 5039282. Related product: unknown jrn: 121612056 - duofix sector 56 mm cup pinnacle lot # e5rfy1.